Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems the cap with filter to confirm flash back was missing. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Event description:
It was reported that during use of the bd nexiva closed IV catheter systems the cap with filter to confirm flash back was missing.

Manufacturer narrative:
The defect other (missing component); could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Investigation conclusion without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Root cause description without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.